Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received alleging patient was revised to address a failed knee. Doi: (B)(6) 2013 ;dor: (B)(6) 2016; left knee. On (B)(6) 2018 medical records received. On (B)(6) 2018 medical records reviewed. After review of the medical records for MDR reportability, in addition to what was previously reported, on (B)(6) 2016 left knee revision to address pain, instability, subsidence, and loosening of tibial component at the tibial/cement interface. Cement was depuy product. Part/lot information provided. Updating unknown implant to tibia tray and adding 2 cement implants. Doi: (B)(6) 2013; dor:(B)(6) 2016; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain, instability, synovitis, and a migrated and loose tibial tray at the cement to implant interface. The surgeon noted some slight lysis on the posterior side and debriding scarring and fibrous tissue around the femur as well as fibrous tissue around the tibia. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2013 dor: (B)(6) 2016 left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: synovitis, no code available (3191) used to capture the surgical intervention, medical device removal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the joint instability. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.